Event description:
The device was returned for an air compressor failure. During startup, the pump would give a major pump problem alarm preventing infusions. The pump was reverted to manufacturing mode and pneumatics hardware testing was performed. The pump failed pneumatics testing consistent with an air compressor failure.

Event description:
The following has been reported: customer reported: pump problem right after the pump was done booting up. Patient involvement: no. Active infusion: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.